Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button became detached from the pump. Additionally, it was reported that a malfunction alarm occurred. The customer was unable to turn the pump back on due to the detached wake button. The customer's blood glucose level was not impacted. The customer confirmed that an alternate method of insulin delivery was available.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified and a different issue was identified.